Manufacturer narrative:
(B) (4). Cochlear attempted an electronic submission on march 5, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.

Event description:
Per the audiologist, the patient reported decrease in performance after impact from an auto accident on (B) (6), 2008. The results of an integrity test (B) (6), 2008 showed to be normal. Patient still reported decrease in performance. The patient¿s device was explanted (B) (6), 2009 and the patient was implanted with a new device during the same surgery.